Event description:
Healthcare professional reports three incidents of blood leaks occurring in 2000. The incidents occurred during patient's treatments, and were verified with leak alarms and positive hemastix. Blood was not returned to pts. And treatments were resumed with new disposables. No pt injuries or medical intervention reported.